Event description:
It was noted that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the left-ventricular (lv) lead failed to advance in the catheter. As a resolution the lv lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient was discharged.

Manufacturer narrative:
The reported event of ¿lead was not going inside the outer catheter; it was showing a lot of resistance¿ was not confirmed. A complete lead was returned in one piece. The lead was able to be fully inserted inside the catheter and removed with no restrictions noted. Electrical testing, visual and x-ray examinations found no anomalies.